Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The top of the silicone segment was stretched. No other defects or abnormalities were observed. One photo was taken by the customer. Both the photo and sample returned show evidence of ballooning the silicone segment. The customer complaint was verified. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air bubble. The following information was received by the initial reporter with the following: rn started IV antibiotic infusion for patient. After running for about 20 minutes, the pump started beeping and was alarming occlusion and door ajar. Rn saw the door was latched, so she unlatched door to assess what was going on. Rn noticed the large bubble in the IV tubing line. IV antibiotic and tubing was immediately disconnected from patient and removed from pump.